Event description:
Event (B)(4): pt called rn to room to inform her that her tubing and antbx was leaking. Patient had immediately paused IV and the rn entered room, clamped off port and disconnected tubing from pt. Port de-accessed and saved for inspection. All primary and secondary tubing changed and port re-accessed. Charge rn was informed. Will continue to monitor. Event (B)(4): 19 gauge 3/4 in huber needle cracked at the y-site at the time of lab draws. Event (B)(4): huber needle had to be changed due to a crack in the plastic near the where the autoclave attaches to the extension tubing on the needle. Event (B)(4): huber needle 19 3/4 cracked at second needle's connector port and began to leak. Port was re accessed.